Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phon call that they received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump went to blank display. The customer stated that the replacement battery cap did not resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however, with a test battery cap the insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, prime test and excessive no delivery test. The insulin pump had normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm or black dot on the screen noted. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected lost sensor alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.